Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath,device being broken, has roaches in it, other thermal issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An secondary findings was completed by the manufacturer and found upper enclosure was discolored,slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed,dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Therapy was initiated, airflow was not provided, and the device began to get warm to the touch right away. During investigation observed that the blower circuitry phase a, b, and c (q1, q2, q3) were blown out and corroded. In another spot on the pca, there was cold solder and solder cracking providing evidence of manufacturing solder error. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found thirty two errors. The manufacturer concludes can confirm the presence of contamination in the airpath. There was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.